Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On december 05, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging an issue with her onetouch delica lancing device. It was noted that the lancing device ¿drips water when used¿. The complaint was classified based on the customer service representative (csr) documentation. The patient who is pregnant, reported that the alleged lancing device issue began around 12 noon on (B)(6) 2016, when she dropped the lancing device in water. The patient manages her diabetes with novolog insulin which she self-adjusts based on blood glucose results. The patient stated that she skipped her dose of novolog when she was unable to test her blood glucose due to the reported issue. The patient reported that she took a nap, and woke up around 2pm on (B)(6) 2016 feeling ¿hot, shaky, and dizzy¿ but denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the csr noted that there had been misuse of the device. The product was replaced and requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.